Event description:
It was reported programmer was left in car with the heat index over 100 degrees. Reporting error code. Will be returned to service if the service disk was not successful. No patient complications were reported as a result of this event.

Event description:
It was reported programmer was left in car with the heat index over 100 degrees. Reporting error code. Will be returned to service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report.